Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath the sheath perforated the atrium. The procedure had already been completed and the veins were being doublechecked. When they attempted to manipulate the sheath towards the right superior pulmonary vein (rspv) and the sheath perforated the roof of the atrium. The sheath was withdrawn and when the intracardiac echocardiography was checked they noticed the perforation and the patient was taken to surgery. Following the surgery the patient was admitted to the hospital and is expected to make a full recovery. The sheath is not expected to be returned as it was disposed of after the procedure.